Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced adhesions, hernia recurrence, additional surgery and revision.

Manufacturer narrative:
Concomitant product: 0610008, lifecell strattice mesh(lot# s11024-014); securestrap. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a midline incisional hernia. It was reported that after underlay implant, the patient experienced adhesions, hernia recurrence, abnormal labs for wbc, benign membranous fibroconnective tissue, fibrosis, mild chronic inflammation, foreign body reaction, sharp and intermittent periumbilical pain, skin bridge, sharp and stabbing abdominal pain, mesh divided, sutures had torn through, bulging and pain at left lower quadrant. Post-operative patient treatment included hernia repairs with biologic and prosthetic mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.